Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose levels were 33 mmol/l and 7 mmol/l. The customer stated that they had the same symptoms for hyperglycemia as for hypoglycemia and had loads of orange juice. The customer also mentioned that the insulin pump was suspended due to sensor glucose value. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.